Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the bisector blades of the harvesting tool. The btt was not returned for evaluation. No visual defects were observed. A mechanical evaluation was conducted for the harvesting tool. The toggle switch advanced and retracted the bisector blade with no abnormalities. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord . The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the return condition of the device, the reported failure ¿detachment of the device was not confirmed¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb tubing detached from trocar and was unable to keep insufflation to patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb tubing detached from trocar and was unable to keep insufflation to patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.